Event description:
Boston scientific received information that the safety switch had tripped for right ventricular (rv) lead due to high out of range pacing impedance measurements. Noise and minimal undersensing were also seen on the rv channel. Subsequently the lead and device were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned in two segments and severed at 145 mm from the terminal pin. Visual inspection revealed lead on can abrasion from 65 to 72 mm from the terminal pin and lead on lead abrasion from 470 to 477 mm from the terminal pin. Further inspection revealed that the conductor coils were stretched from 253 to 610 mm and deformed at 135 mm from the terminal pin. One coil was cut and indentations were seen on the other coils. The insulation was cut at 135 mm and separated at 260 mm and distal to the electrode ring at 735 mm from the terminal pin. The insulation was melted and separated at 540 mm from the terminal pin. Melted insulation was also seen at 470 to 495 mm from the terminal pin and determined to be due to the use of electro cautery. The conductor coils were also melted at 460 mm from the terminal pin. The tip mesh was missing and body fluid was seen through-out the entire lead lumen. The allegation of noise and minimal undersensing on the rv channel was confirmed through visual inspection of the lead and attributed to the lead on can and lead on lead abrasion. The field allegation of high out of range pacing impedance measurements was unable to be confirmed as the lead was returned severed electrical testing could not be performed on it.